Event description:
It was reported that the customer's insulin pump alarmed an error during the prime process, and the customer was not able to clear the alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device also had intermittent button response due to the corroded keypad traces. The keypad overlay had weak adhesive bond at all locations.